Event description:
Customer reported nicu continues to have problem with extension sets leaking. Customer stated that product will be returned. Customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). Customer initially stated defective product was available for return but after multiple attempts, have been unable to get customer to engage for the return process. A follow up report will be submitted with failure investigation results should the extension sets be returned for evaluation.